Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps motor rate error was validated and verified in event log and during testing. When doing occlusion testing, the complaint revealed motor rate error. Device arrived with physical damage of crack on right plunger case and plunger. Action was taken to motor bracket, leadscrew and clutch halves and also replaced worm coupling for preventive measures. Cause is believed to be related to normal wear and age of device, which is eight years old. Other maintenance included: replacing parts of the drive train assembly including the motor mount,plunger cable,battery and right plunger case. Device then passed all functional testing.

Event description:
Information received a smith medical syringe infusion pumps/medfusion 3500 pumps alarmed motor rate error. Event occurred during testing and no patient involvement.